Event description:
It was reported that the customer received a power source alert. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use the pump for insulin therapy.